Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system showed trending low impedance measurements in all leads. Boston scientific technical services (ts) reviewed the stored data of the system and noted the left ventricular (lv) lead exhibited increasingly high pacing thresholds leading to loss of capture (loc) and functional non-capture of the right ventricular pacing (rvp) when pacing in a bi ventricular mode. Additionally, the patient previous condition of heart failure (hf) worsened. Ts discussed the loc might be a contributing factor for the worsening of the hf. The patient will be evaluated in person. This lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system showed trending low impedance measurements in all leads. Boston scientific technical services (ts) reviewed the stored data of the system and noted the left ventricular (lv) lead exhibited increasingly high pacing thresholds leading to loss of capture (loc) and functional non-capture of the right ventricular pacing (rvp) when pacing in a bi ventricular mode. Additionally, the patient previous condition of heart failure (hf) worsened. Ts discussed the loc might be a contributing factor for the worsening of the hf. The patient will be evaluated in person. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the h. Device manufacturers only fields.